Event description:
It was reported that the case involved pt, with a very calcified, sub-total occluded proximal rca. Pre-dilatation was performed using multiple balloon catheters from other companies and they ruptured due to the calcium, a buddy guide wire was placed along the balloon for support and the powersail was inflated at the lesion and never ruptured; however, when the balloon catheter was removed from the pt, the balloon separated from the shaft and occluded the vessel. Because the pt was old and the procedure had begun with a sub-total occlusion, no intervention was attempted. The physician feels that the tight lesion, the buddy wire in place, and the calcium, all attributed to the separation. The pt was asymptomatic and was released.